Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir of the insulin pump was cracked and piece was missing. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was able to lock in place but customer was afraid it will not lock in future. The insulin pump will be returned for analysis.